Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the belt was unable to communicate with a monitor. The cause for the failure and reported service code was isolated to an open white (drvn_gnd) and open red (can h) wire in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the damaged cable.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing a service code 204 (belt unusable).